Event description:
(B)(6) complaint handling unit reported a broken plate on an (B)(6) female with transverse fracture mid shaft femur in (B)(6) 2008. The original fracture was treated in newcastle. There was difficulty nailing the reamer down due to a narrow canal. The fracture was fixed with a nine hole broad dynamic compression plate. A non union developed and fixation failed around (B)(6) 2009. On (B)(6) 2009, the plate was removed, excised non-union and refixed with ten hole locking dynamic compression plate using demineralised bone matrix graft to the fracture site. The plate broke on (B)(6) 2009. It was revised with an intramedullary nail on (B)(6) 2009.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.